Manufacturer narrative:
Device evaluation device as returned with a detached portion of the shaft and balloon loosely returned in the biohazard bag. Visual inspection of the detached portion of the device shows frayed edges at both end and the detached portion was measured to be approx. 11cm long. Under the microscope, the detachment site on the catheter device is at the proximal end of the balloon and the detached portion of the balloon did not return for analysis. The catheter shaft is detached just distal to the proximal balloon bond. Both sides of the detached portion of the device is seen clearly under a microscope with stretching and flared edges visible. One of the marker bands is also present. No functional testing could be carried out as a result of the returned state of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an evercross pta balloon with a 7fr sheath and 0.035 non-medtronic guidewire during treatment of an av fistula. There was no damage noted to the device packaging prior to use. No issues were noted during removal of the device from the packaging. Saline and contrast were used for balloon inflation. A balloon burst is reported to have occurred at inflation to approximately 14atm. The balloon was removed, and another balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Additional information: the device was believed to have been completely removed without the need for use of snare or other intervention. The device was removed safely. The issue did not result in injury to patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.